Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if the device led to the event, we are filing this report for notification purposes.

Event description:
It was reported that on an unknown date the patient underwent posterior lumbar interbody fusion at l2/3 due to lumbar spinal stenosis. Post-op, patient developed adjacent segmental disorder. Patient underwent revision surgery to extend fusion to l2, but only removal of the screw was performed because infection was observed during surgery.